Manufacturer narrative:
The reported event of longevity anomalies was not confirmed. The device was received with normal output and normal telemetry communication. Electrical and mechanical tests performed did not identify any functional issues. Longevity assessment found the device was operating above elective-replacement voltage level, consistent with normal projected longevity.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. The patient condition was stable.